Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing arm pain "like little knives" in while wearing an adc freestyle libre sensor. Upon removal of the sensor, customer observed the sensor site was "very red" and she had contact with a healthcare professional who treated the site with dermacombin (neomycin sulfate, gramicidin, nystatin, triamcinolone) combination cream. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing arm pain "like little knives" in while wearing an adc freestyle libre sensor. Upon removal of the sensor, customer observed the sensor site was "very red" and she had contact with a healthcare professional who treated the site with dermacombin (neomycin sulfate, gramicidin, nystatin, triamcinolone) combination cream. There was no report of death or permanent injury associated with this event.